Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shocking impedance measurement. Further evaluation showed that both the rv to superior vena cava (svc) coil impedance and the svc coil to can impedance measurements were out of range. Programming was subsequently adjusted to use the rv coil to can configuration. No adverse patient effects were reported. This rv lead remains in service. Due to the limited information received, further follow up to obtain related details was not possible.